Event description:
The patient contacted animas on (B)(6) 2012, alleging that on (B)(6) 2012, he went swimming while wearing the pump and when he got out of the pool, there was visible moisture behind the display screen. The patient reportedly removed the battery from the battery compartment, noting that the battery and the battery compartment were both dry. The patient confirmed that the battery cap had been secured tightly to the pump without the yellow o-ring visible. The patient reported that when a new battery was inserted into the pump, the pump would not power on. The patient denied any cracks in the display screen and stated that the keypad was intact but the audio bolus button looked "chewed up". The patient reported he was using a back up plan at the time of the report to animas. The patient reportedly kept the pump in a pocket, does not clean the pump or use a lens protector. The patient denied any trauma to the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
(B)(4):moisture was found inside the display and inside the pump; the pump was unable to power on. The battery compartment was found to be cracked, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.